Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device the following defects were found: image fluid invasion caused image issues, angle rubber glue peeling, instrument channel leaking, switch/camera have fluid invasion, control body corroded, light guide tube boot cut, scope connector corroded, insertion tube dented at the boot, and bending section wet no broken strands, charged coupled device shrink tube cut. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera iii bronchovideoscope exhibited b30 scope communication error. The event occurred during preparation for use, prior to a bronchoscopy diagnostic procedure. It was reported that the procedure was completed using a similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication error) was by breakage of the circuit board in the scope connector and/or image sensor unit. Corrosion noted in control section and scope connector with a biopsy channel leak originating from a cut on charge-coupled device shrink tube. The event can be prevented by following the instructions for use which state: ¿operation manual_ inspection of the endoscopic image user may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement. ·if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. 5.4 leakage testing of the endoscope perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.